Manufacturer narrative:
Associated reports: 9610612-2019-00057 and 9610612-2019-00058. Investigation: no product is at hand. Conclusion and root cause: the problem is most probably design and/or manufacturing related. Rationale: in similar cases like this (same product, same case description) the welding seam was complete and without visible failures welded around the shaft/handle, but the junction was too weak. We have to clarify if it was a design problem or a process problem. Because of this we will request a CAPA. Corrective action: the file will be forwarded to the crb for CAPA.

Manufacturer narrative:
(B)(4). (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018 updated information - after the manufacturing evaluation was completed, the severity of the reported failure was determined to have decreased to 2 out of 5; based on this data, this event was re-assessed and deemed not reportable.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the ennovate lumbar pedicle probe. While putting in the fourth screw during a posterior lumbar interbody fusion (plif) procedure, the surgeon noted detachment of the handle from the probe and also the awl. He had used a mallet to strike the top of the instruments during use. There was no surgical delay or patient harm but further details were not provided. Additional information has been requested. This report refers to the probe. Associated medwatches: 9610612-2019-00058.